Manufacturer narrative:
Concomitant medical products: 28 gauge PICC; 2.5ml covidien monoject syringe ref (B)(4), lot 18e0974, exp 2020-04-30, 0.9% sodium chloride flush; therapy date (B)(6) 2018. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that in the nicu, a leak occurred at the "tiny circle" on the filter during patient's tpn infusion. The filter was positioned at the level of the patient. The tubing had been changed on (B)(6) 2018. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a filter leak was confirmed. No anomalies or evidence of damage were observed upon visual inspection. Liquid droplets were observed weeping out from the filter air vent during functional testing. The root cause of the leak was oversaturation of the filter which causes the infusate leak/weep out through the path of least resistance (filter air vent).

Event description:
The customer reported that in the nicu, a leak occurred at the "tiny circle" on the filter during patient's tpn infusion. The filter was positioned at the level of the patient. The tubing had been changed on (B)(6) 2018. There was no patient harm.